Event description:
In was reported that the customer experienced an elevated blood glucose (bg) level of 692 mg/dl. During troubleshooting with tandem technical support it was determined that the t:lock connection was not securely connected. Reportedly, the customer was in the hospital at the time of the reported event due to an issue unrelated to diabetes. Customer received assistance addressing bg level with manual insulin injections, and the pump was disconnected from the customer. In addition, the infusion set was changed. The customer declined further follow up from tandem technical support.

Manufacturer narrative:
Per tandem¿s user guide: check that your connection between the cartridge tubing and the infusion set tubing is tight and secure. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.